Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and another polarity switch.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; 5076-45 lead, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated a lead warning was triggered and a polarity switch was noted due to rising thresholds on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.